Manufacturer narrative:
The hydrus microstent remains implanted in the patient and is not available for evaluation. Patient information and device identifiers were requested, but not provided. A supplemental report will be submitted if new information is received. Elevated iop, microstent-iris touch, microstent obstruction, unplanned secondary surgical re-intervention and microstent repositioning are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
In a surgical video posting on a social media website, a surgeon reported surgical revision of a hydrus microstent in the eye of a patient implanted approximately 6 months prior. At the 6-month visit, the patient's intraocular pressure (iop) was elevated and gonioscopic examination revealed iris tissue in the inlet of the microstent. Using micro forceps, the surgeon removed the iris tissue from the inlet and repositioned the stent, pulling it slightly out of schlemm's canal into a more anterior position than the original placement. The surgeon used the tip of a 27-gauge needle to remove iris tissue from the groove adjacent to the stent inlet. Additionally, the surgeon elected to perform an iridectomy adjacent to the tip of the microstent. On (B)(6) 2021, the surgeon reported to ivantis that he had recently examined the patient. He confirmed he was able to observe a distinct separation of the iris from the microstent inlet and that the patient was doing well. On (B)(6) 2021, the surgeon reported to ivantis that hydrus implantation had been performed concurrent with cataract surgery; no complications or adverse events were reported for either the cataract surgery or hydrus implantation. He indicated the patient was stable and had an improved prognosis.